Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Gtin unavailable, product made prior to gtin compliance date. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, a young patient underwent a bristow-latarjet surgery. Bristow-latarjet surgery has been performed on young patient with 4.0mm cannulated screw as usually. During the surgery, one of the two inserted 4.0mm cannulated distal end had sheared off from screw body. The surgical technique was respected. The drilling was performed with cannulated drill bit and the power screw insertion was performed for first 90% of screw trajectory. The surgeon was shocked and realized that the distal thread part was away from the proximal screw body. The team did not understand the mechanism of threads portion destruction within the cortical bone. There were fragments generated but the metal debris stayed inside the patient's bone hoping that the open reduction internal fixation (orif) would heal. There was no surgical delay. The procedure was successfully completed. The patient status is unknown. Concomitant medical products reported: unknown drill bit (part# unknown, lot# unknown, quantity# 1); unknown drill (part# unknown, lot# unknown, quantity# 1); unknown cannulated screw (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: the implant(s) was not returned and instead will be do based on the supplied images. The image(s) (2 total) was reviewed and the complaint condition for broken post-operative was confirmed as the bottom screw is broken along the distal tip. As the implant was not returned an as received, dimensional, material or drawing reviews are not applicable. A device history review could not be performed as the lot number could not be determined from the supplied image(s). No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.